Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: third generation ventricular assist device: mid-term outcomes of the heartware hvad in pediatric patients. Artif organs. 2017 oct 15. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in children and adolescents. One patient's post-operative course was complicated by left ventricular vad pump thrombosis which was treated using medical therapy, including infusion of tissue plasminogen activator. The patient underwent heart transplantation on day 804 of vad support. The status/location of the vad is unknown. No further patient complications have been reported as a result of this event.